Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the multiple intermittent syringes. Additionally, it was reported that resistance was experienced during the fill process. Reportedly, the cartridge and syringe needle were changed to address the issue. There was no impact to customer¿s blood glucose.